Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The patient was hospitalized on the same day as the onset and discharged on an unknown date. The patient was treated with vancomycin (1 gram, route and frequency were not reported, discontinued) and amikacin injection (250mg, route and frequency were not reported, discontinued). At the time of this report, the patient has recovered from the event and dianeal therapy was ongoing. The patient has been retrained for proper aseptic technique. No additional information is available.